Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to support disk. Unable to perform the prime, excessive no delivery and occlusion test due to prime alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches on lcd window, cracked lcd window, scratched reservoir tube window, cracked case on the reservoir tube window corner and cracked reservoir tube window.

Event description:
It was reported that the customer received a compromised force sensor system alarm from her insulin pump. The customer's blood glucose level was 360 mg/dl. The customer stated her blood glucose level was 115 mg/dl initially before she administered glucagon. Standard troubleshooting was performed. The customer stated the drive support cap was protruding. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).